Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported that whilst attempting to remove a screw using a konical extractor m (left-handed, 2.5 mm diameter), the tip broke whilst struggling to extract the screw. The screw head was stripped whilst trying to remove it, and a conical extractor was finally used to remove the screw.